Event description:
It was reported that during a coronary stenting treatment procedure, inflation and deflation difficulties were encountered. The balloon would not inflate, so the stent would not expand. Also, the balloon would not deflate. Pt status is unknown. No add'l info is available at this time.